Event description:
The customer reported the objective lens of the subject device was cracked with a sharp edge. The issue was identified during reprocessing of the device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, service observed what appeared to be black rubber-like material protruding from the air/water nozzle. This reporting is being submitted for the malfunction found by service during the device evaluation (foreign material).

Manufacturer narrative:
During inspection and testing, service determined the black rubber-like material did not originate from the olympus endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely that fragments such as injection tubes and silicone rubber products were introduced into the channel of the device and subsequently clogged the nozzle. However, a definitive root cause could not be determined. The event can be detected by following the device's instructions for use which states: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. In addition, service confirmed the objective lens was cracked, confirmed the customer's reported issue. Service also found the light guide cover lens was cracked. The water flow and water removal functions were out of specification due to the clogging of the nozzle with foreign material. The adhesive at the distal end was lifting. A hole was observed in switch button #1. Marks were observed on the image. The hot/cold test demonstrated a misty image. The up/down and left/right angulations were out of specification. The electrical safety test was not within specification. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.